Manufacturer narrative:
Event date is unknown (B) (4) - fragments retrieved from patient. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the procedure, the c-flex tube detached when the physician withdrew the device from the patient's stomach. The physician used an endoscope to remove the detached c-flex tube. The physician stated that the abdominal wall of the patient was very hard which resulted in the procedure being prolonged. The procedure was completed with a new one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, during the procedure, the c-flex tube detached when the physician withdrew the device from the patient's stomach. The physician used an endoscope to remove the detached c-flex tube. The physician stated that the abdominal wall of the patient was very hard which resulted in the procedure being prolonged. The procedure was completed with a new one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the c-flex tubing of the button delivery system was torn jaggedly off. The proximal remnant of the c-flex tubing was still attached to the rest of the device. The heat shrink was found to be buckled near the distal end of the white adapter. The returned unit was consistent with the complaint incident that the c-flex tubing had detached. During the evaluation the c-flex tubing was found to be torn apart. It is most likely that during placement the patient's anatomy caused resistance to the delivery system, which caused the c-flex tubing to stretch and tear. The information within the event description stated that the patient's abdominal wall was very hard. Therefore, the most probable root cause is operational context. (B)(4).